Manufacturer narrative:
Per RMA, optical camera was swapped by rep and then covered a surgery after, no inaccuracies noted. Per (B)(4) our camera supplier, noted the camera was out of calibration. No impact to pt outcome.

Event description:
Medtronic rep reported that the surgeon felt inaccurate superior and lateral while using the spine software. Surgeon aborted the use of navigation for the remainder of this case, but continued the surgery. No impact to the pt outcome.